Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, illness requiring steroids, diabetes mellitus, local infection / subacute chronic osteitis, immediate implantation, peri-implantitis, inflammation, mobility. Due to medical states an dimmediate placement. But implant #8 was fine.